Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The unit powered up properly after battery installation. The unit was received with operating currents within spec. It was noted that there were not any unexpected weak battery alarms. The low reservoir alarm feature is working properly. The unit was received with intermittent buttons due to corroded keypad traces. The unit was received with cracked case at display window corners and display window. The unit was received with minor scratches on the lcd window.

Event description:
The insulin pump alarmed low reservoir and weak battery. It was not that when pressing act the insulin pump does not do anything. The keypad was noted to be unresponsive. No further information reported.